Event description:
It was reported that multiple unspecified alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reset pump to clear alarms. The customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.